Event description:
It was reported that during central processing, the plastic cover at the tip of the permanent cautery spatula (pcs) instrument was chipped. Fragment fall into patient is unknown. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: the incident involved the distal end of the instrument, which is the portion that enters the patient, and a piece from this end detached or broke off. Although the instrument needed to be removed with the cannula, the port incision was not increased, and no additional ports were placed. The chipped instrument was found and reported by cpd, but no issues were reported during surgery. There was no confirmation if the wrist was straightened or if surgical staff felt resistance during removal. No scans or tests were performed to locate a fragment after the breakage, and the patient did not return to the hospital for post-surgical complications related to a foreign object. The instrument is available for return to isi for evaluation. Patient-related information, required for FDA reporting, cannot be provided as the incident's timing and patient details are untraceable. This includes age, date of birth, gender, weight, bmi, height, ethnicity, race, relevant tests and results, and patient history.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The instrument was found to have a broken ceramic sleeve. Broken pieces are missing as a result of breakage. Ceramic sleeve does not exhibit scratch marks. Common causes of the failure mode broken instrument ceramic sleeve are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with another instrument. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause a broken ceramic sleeve.